Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source emergency lamp indicator and main lamp light up at the same time. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. And the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection. The customer's reported abnormality of the emergency lamp malfunctioning was confirmed, but the emergency lamp being lit was not confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction, where the emergency lamp lights up abnormally, is likely due to damage to the lamp socket, and for the malfunction emergency lamp is lit, no root cause could be determined. Olympus will continue to monitor field performance for this device.